Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the customer called in to report that the system generated a non-recoverable fault twice. The customer had power cycled the system, and the non-recoverable fault occurred again. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted that error 319 was caused by a missing node from axes controller platform (acp) 5. The tse had the customer perform a hard power cycle, and the non-recoverable fault was eliminated. The customer also verified that the boom rotation was normal. The site continued with the procedure as planned. There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was checked prior to use, and the system initially powered on with repeated errors. However, the site was able to continue and complete the procedure successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse identified error 319 in the system logs. The 319 error was pointing to an issue with the patient cart controller (pcc) 3 unit controller. The fse replaced axes controller platform (acp) 5 and two blue fiber cables to resolve the reported problem. The system was tested and verified as ready for use. The affected parts (blue fiber cables - 372210-05 & 372212-07) involved with this complaint are field scrap items and will not be returning to isi for further investigation. Isi received the acp board involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported failure. However, the error was confirmed via the system logs. The acp board was tested with an xi system. The system powered on in normal mode without any error. The acp board passed while moving and turning the patient side cart (psc) in different positions. The acp board also passed while exercising all system arms. Twenty power cycles were performed without issue. This acp board is an old revision and will be scrapped. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the system generated the non-recoverable 319 error twice during a da vinci-assisted gastrostomy surgical procedure. The fse went to the customer site and replaced parts to resolve the non-recoverable 319 error. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.